Manufacturer narrative:
(B)(4). A device history review was completed with no issues noted. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). As the homechoice (hc) was not returned, a device analysis could not be completed. A service history review showed no failures/problems that were the same as, or similar to, the current difficulty. The device was shipped to the customer in new manufacture condition. A device history record review will be completed. Upon completion of the investigation or additional information becoming available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) experienced a high drain alarm on a homechoice (hc) device during drain 1 of peritoneal dialysis therapy. This alarm identifies that the patient drained greater than 200% of the maximum prescribed cycle fill volume, indicating an increased intra-peritoneal volume (iipv) event. The hp stated the registered nurse (rn) changed the parameters of therapy for the previous night to drain off more fluid. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.